Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the display was missing pixels. It was also noted that the upper case, battery release, one side bail cover, ring cover, lead flex cover and the battery flex were contaminated, the lower case was broken, one case screw was the wrong type, the battery contacts were compressed and contaminated, the battery drawer was broken and contaminated, the keyboard was scratched, and the serial number label was torn.

Event description:
It was reported the device was returned for repair of the display. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.